Event description:
A patient was admitted to the hospital in 10/02, with a diagnosis of wet gangrene of the right calif. 12 days later, the patient experienced chills, elevated temperature, swelling in the face and upper chest, urticaria (area not identified) and became hypotensive after undergoing a (kaltostat) dressing change to the right lateral leg ulceration. The patient has a history of severe peripheral vascular disease, hypertension and type ii diabetes. It is unknown whether the kaltostat dressing caused the symptoms experienced by this patient.